Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Medical records received for an unrelated event for this patient indicated that the patient was previously diagnosed with peritonitis. Follow up with the patient's pdrn indicated that the patient had peritonitis for a couple of months and refused treatment. Cause of peritonitis is due to the patient or the patient's caregiver not following aseptic technique. Patient has a personality disorder and is reportedly un-cooperative. Patient refused to be admitted to the hospital and refused antibiotic treatment. Requested patient's medical records.

Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.